Event description:
A customer reported that their insulin pump was displaying error codes. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.